Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. All tests passed within specifications. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm should sound for at least 2 minutes, and it stops after 1¿18¿. Battery fallout alarm test failed. No patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.